Manufacturer narrative:
Due to character restrictions in block e1 telephone number: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had an urgent error, internal service needed.

Manufacturer narrative:
Updated fields - b4, d8, d9,g1, g3, g6, h2, h3, h6 ( type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) mentioned servicing due on (B)(4). After doing 3 good faith effort (gfe) we haven't received any information. As of now, the investigation is closed, if any new information is received future related to part replacement will reopen the complaint and update it. Parent reference # (B)(4).